Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen went blank for an hour. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated something was wrong with the insulin pump as it keeps on turning off. The insulin pump will not be returned for analysis.